Manufacturer narrative:
The suspect device was returned to olympus and evaluated. The reported problem could not be duplicated or confirmed. The returned device was tested multiple times and verified to pass all functional tests and leak tests. No problems were found with the device. The investigation is ongoing and the root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
A user facility reported to olympus that a "b30" scope communication error occurred. The problem, as reported to olympus, was first identified during preparation for use. The intended procedure was completed without delay using a different camera head. There was no patient impact or patient injury that occurred, associated with the reported problem.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the cause of the event could not be identified. Olympus will continue to monitor field performance for this device.